Manufacturer narrative:
(B)(4).

Event description:
A customer from the USA reported: "broken power cords. When cords are remove from wall, they break apart exposing internal wires at the socket, (the part that is plug into the wall). Cords are coming apart. They have several cords. Their cords are the new improved version, the longer and robust one. Same issue repeatedly happening with the same cords. Customer is requesting for the shorter version of the cords 10 pcs. (Old version). Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: no. "